Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with failure code 810:04 was confirmed in the pump's event history. This condition was caused by an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition.a service history review revealed no previous service events were related to the reported condition.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "810:04." The condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The software version is currently unknown.